Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient experienced lots of pain. The patient contacted the representative to resolve the issue. It took a few weeks, did not help out soon enough. The broken pump issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8590-9, lot# n318912, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type : catheter. (B)(4).

Event description:
It was reported the patient's pump was broken. The drug being delivered via the device system was morphine. No further information was provided. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.